Event description:
Healthcare professional reported equipment locked during laser application and displayed system message during the procedure. The procedure was completed with the same equipment with a delay of 15 minutes, no pt harm reported. Additional info has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).